Event description:
Information received by medtronic indicated that the customer saw x and book icon on insulin pump¿s display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g (change based on pump model) insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring= clear. Customer return device for alleged critical pump error and was found on august 02, 2022. Unable to perform displacement test, prime/seating, basic occlusion test, force sensor test, occlusion test due to no motor movement or negligible movement. Retries to free a stuck motor failed occurring during testing. Device passed the active current measurement. Unit failed to pass the sleep current measurement due to high current. Unit failed to pass the rewind test due to no motor movement or negligible movement. Retries to free a stuck motor failed occurring during testing. Unit failed to pass the self test due to hardware low level failures occurring during testing. No critical pump error (open book) noted during testing. P-cap was attached and locked into place properly. Unit was successfully downloaded using thus for history files and traces. Pump error 130 occurred on july 31, 2022 03:17 pm. Hardware low level failures. (Variable 03) occurred on october 20, 2022 07:47 am esf # na, line# 367, file#37 in device memory. No motor movement or negligible movement. Retries to free a stuck motor failed occurred on october 20, 2022 07:45 am in device memory. Unit was cut open to perform visual inspection and found evidence of moisture damage on electronic stack & force sensor. Unable to perform force sensor zero offset test due to moisture damage on force sensor. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, overlay scratched, cracked reservoir tube lip, stained keypad overlay, missing display window, pillowing keypad overlay, cracked case corner of belt clip rails, cracked belt clip rails, cracked case (battery tube), serial number label missing, keypad overlay texture damage, cracked retainer, partially detached retainer, broken battery tube threads. Critical pump error is not confirmed. No motor movement or negligible movement. Retries to free a stuck motor failed is confirmed due to moisture damage on force sensor. Hardware low level failures is confirmed due to cracked soldered joint keypad assembly (pin 01). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.